Event description:
On (B)(6) 2012, a company representative reported that the pt was having issues with the infusion sets leaking insulin. The pt was contacted. He stated that the issue began about a week before this contact. The pt was not sure where the leak in the infusion set was coming from, but the adhesive pad was becoming wet with insulin. The pt's blood glucose had risen to as high as 549 mg/dl. His normal blood glucose range is 150-180 mg/dl. The pt was using an infusion set with a steal cannula; he has since switched to an infusion set with a flexible cannula. The pt stated that he thinks the insulin leaking could be due to poor absorption and not a product related problem. No further issues have been reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for product evaluation.